Event description:
During follow-up, dislodgement, cardiac perforation, and pericardial effusion were observed on the lead. Analgesic treatment was used. The patient was in stable condition. Additional information was requested but was not available.